Manufacturer narrative:
Complaint follow up: review of case summary provided by the hospital; complaint sample returned for evaluation; no case images, videos, etc were provided for review. Complaint sample evaluation: complaint sample was returned to rex for review. Retain device evaluation: a device retain evaluation was performed for this lot number. Root cause: a definitive root cause for this reported product failure was not able to be determined. Conclusion: the complaint sample was returned for investigation. The white r/o tip of the device was not present. No other abnormalities or defects were noted with the product return. A device history record review was performed to see if there were any abnormalities during the manufacture of the lot number in question. None were noted. A retain device evaluation was performed on devices from the same lot as the complaint product; the retain devices were tested in accordance with the instructions for use and found no malfunction or failures. A definitive root cause of this reported product failure was not able to be determined.

Event description:
Per the physician summary and follow-up: "sometime during the procedure during the second passage of the (device) into the venous system, the device hung up on the upper arm and so I at this point pulled it out and noticed that the white covered tip was absent and it was just metal. I injected contrast and it extravasated some. It was unclear where the tip was."